Event description:
The following info was reported to kci by the pt: the pt reported that she had a wound on her leg with an artery exposed and that she was released home on v.a.c therapy but had to be re-hospitalized after a couple hours due to excessive bleeding. The pt reported the she underwent a surgery procedure (type unk), received 14 pints of blood and was in a coma for 5 days requiring a respirator. The pt also reported that her wound was infected at the time of v.a.c therapy placement, and it was not healing properly. No additional info is available.

Manufacturer narrative:
Based on the info provided, it cannot be determined that the alleged hemorrhaging, hospitalization, or coma is related to v.a.c therapy. There have been several attempts made to gather additional info, but there has been no response. The pt reported v.a.c therapy was applied to an exposed artery.